Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. 3.3 inspection of the endoscope. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported in b5, the device evaluation found the following: the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the distal end was shaved, due to the annual inspection some parts needed to be replaced, and the universal cord had a wrinkle. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope clip was sucked in. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: the distal end had foreign material, and a stain was present inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.